Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7fr sheath after a diagnostic procedure. Reportedly, the proglide device misfired and the suture pulled out. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy and the device operates differently than expected was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. (B)(4) unused sterile proglide devices with the same lot number as the complaint devices were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. The other perclose proglide device referenced has been filed under a separate medwatch MFR number - 2024168-2014-05998.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. A second proglide device misfired and the suture pulled out. A third proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.